Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent cartridge alarms (alarm 25) occurred. No notable events occurred prior to the alarm. Additionally, it was reported that the customer received an unspecified alarm on the pump. Customer's blood glucose was 100 mg/dl. The customer continued to use the pump for insulin therapy.